Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller display screen being blank was confirmed via analysis of the returned system controller. During testing of the returned system controller (serial number: (B)(6)), the controller¿s lcd screen was observed to have a white discoloration; however, the discoloration to the lcd screen did not prevent information from being displayed or read from the display. Although the screen was not blank during testing, the damage to the lcd screen may have resulted in the reported event. The system controller was disassembled to inspect the internal components and no issues were observed. The lcd display was replaced, and the issue resolved. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded system controller event log file and submitted system controller event log file contained approximately 3 days of relevant data combined (09may2023 ¿ 12may2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19sep2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the following the controller exchange, while on the new controller the patient's experienced another blank lcd display screen like previous occurrence. A controller exchange was performed on (B)(6) 2023. Related MFR: 2916596-2023-02585.